Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 217 mg/dl. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated drive support cap appears to be normal. Customer performed displacement test and it was passed. Customer stated insulin pump passed the test however after couple of hours it gave motor error again. Customer advised the pump will need to be replaced and advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.